Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Only the main coil was returned for this complaint. The main coil was found kinked and stretched. The zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies were noted. The dimensional inspection revealed that the outer diameter (od) at the zap tip and primary coil were found to be within specification. Also, proximal fiber bundles were found to be within specification, however, distal fiber bundles were not.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that the coil failed to detach. During the procedure, a 6mm x 10cm interlock was selected for use. The coil was deployed through the 5f single curved imaging catheter; however, the device failed to detach after pushing several times. The coil was withdrawn from the patient and the physician found the coil got detached without operation. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, device analysis revealed that there were missing fiber bundles.